Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn (B)(4) displayed user advisory (ua) 12 (lifeband not present)" error message was confirmed during the functional testing and based on the review of the archive data. The root cause of the reported complaint was that the switch lever was non-parallel to the switch case caused by loose screws on the belt clip switch case, likely attributed to normal wear and tear. The autopulse platform was manufactured in may 2018 and is 4 years old. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. This observed physical damage possibly resulted from harsh impacts and/or user mishandling. The damaged front enclosure was replaced to address the issue. In addition, unrelated to the reported complaint, the head end of the lifeband band clip was noted inside the platform drive shaft likely as a result of user mishandling. The broken piece of the band clip was removed to allow the placement of the lifeband. The archive data indicated several (ua) 12 messages on and around the customer's reported event date, thus confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to (ua) 12 displayed upon power on. This advisory message will prompt the platform to display the "pull up lifeband, check patient alignment and press restart" message as reported by the customer. The band clip retention check was performed using a standard belt clip tool and confirmed that the switch lever was not parallel to the switch case due to the loose screws, thus, confirming the customer's reported complaint. The screws were torqued, and the switch lever was adjusted parallel to the switch case to address the (ua) 12 message. During servicing of the autopulse platform, the encoder spool shaft slot was noted to be damaged (chipped) on one side, unrelated to the reported complaint. The root cause of this damage could not be determined. As a result of the noted damage, the driveshaft lock pin was unable to lock securely, and the encoder shaft could rotate freely in one direction. The integrated encoder gearbox was replaced to address the issue. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).

Event description:
During patient use, the lifeband band clip had broken off and preventing the hinged belt guard of the lifeband (lot #unknown) from snapping in place to the autopulse platform. The autopulse platform sn (B)(4) displayed user advisory "(ua)12" (lifeband not present) error message. The customer performed 20-30 manual CPR and rosc was achieved at the hospital. Back at the station, a new lifeband (lot #175571) was also noticed with the same issue while just snapping the band clip off and on. The lifeband used on a patient was disposed and the lifeband used at the station was returned for evaluation. No consequences or impact to the patient. Please see the following related MFR report: MFR 3010617000-2022-01949 for the lifeband (lot #175571). MFR 3010617000-2022-02013 for the lifeband.